Event description:
It was reported that during an unknown procedure, the tissue was not cut and the staples came out but were unformed after the first firing with white reload. Changed another white reload, but still had the same issue. Changed two new devices and reloads but the result was the same. The surgeon used vascular clamp to complete the procedure. According to the surgeon¿s feedback, the sound was not clear when closed the closure trigger. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60a device was received for analysis with the clamping mechanism damaged and with four ecr60w cartridge reloads present. Cartridge (d) ecr60w, k5dl2p was received fully fired and in good visual conditions. Cartridge (e) ecr60w, l5322z was received fully fired and in good visual conditions. Cartridge (f) ecr60w, l52972, was received partially fired 1/16. Cartridge (g) ecr60w, l51y3u was received partially fired 1/16. It is possible that while loading the reloads (f, g) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.